Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. Access was obtained through the right femoral artery. The 90% stenosed, 2.5mmx16mm target lesion was located in the severely tortuous and non-calcified proximal diagonal artery. After predilating the lesion with a 2x8mm apex otw balloon to 8atms for 15seconds, the taxus liberte 8x2.50mm stent delivery system (sds) was advanced but would not cross the lesion. The sds was removed and it was noted that the distal edge of the stent was damaged and the struts were flared. A 2.5x8mm apex balloon was advanced to the lesion and inflated to 8atms for 15sec. Next, a new 2.5x8mm taxus liberte sds was advanced and was deployed in the diagonal artery. To complete the procedure a 2.25x8 taxus liberte sds was advanced and deployed overlapping the 2.5x8mm stent. There were no patient complications. The patient's current condition is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed stent damage. On the distal end of the stent, one strut in the first row was extended back at 45 degrees. The undamaged portion of the returned stent met the applicable specification for outer diameter. Further examination of the device also found tip damage on the catheter. Contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. Access was obtained through the right femoral artery. The 90% stenosed, 2.5mmx16mm target lesion was located in the severely tortuous and non-calcified proximal diagonal artery. After predilating the lesion with a 2x8mm apex otw balloon to 8atms for 15seconds, the taxus liberte 8x2.50mm stent delivery system (sds) was advanced but would not cross the lesion. The sds was removed and it was noted that the distal edge of the stent was damaged and the struts were flared. A 2.5x8mm apex balloon was advanced to the lesion and inflated to 8atms for 15sec. Next, a new 2.5x8mm taxus liberte sds was advanced and was deployed in the diagonal artery. To complete the procedure a 2.25x8 taxus liberte sds was advanced and deployed overlapping the 2.5x8mm stent. There were no patient complications. The patient's current condition is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer- the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)